Event description:
The account alleged that the head of the bed will not raise. No injury reported.

Manufacturer narrative:
Technician found the head up valve was clogged. The technician replaced the head up valve to resolve the issue.